Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. Review of the device log shows that the latest activity was on (B)(6) 2020, not the reported event date of (B)(6) 2020. There appears to be some pacing activity attempted, however, the device did not detect a valid patient impedance and is not detecting valid patient ECG lead signals. An ECG leads signal is required for pacing with the x series device, and a valid patient impedance is required in order for the device to deliver energy through the pads. The device was recertified and returned to the customer. There are a number of factors outside of a device malfunction that can cause an inability to pace due to poor ECG signal and/or poor pads impedance that include, but are not limited to: poor coupling of the pads/electrodes to the patient, poor coupling of the pads/electrodes to the mfc/ECG cables, or issues with the pads/electrodes/mfc/ECG cables themselves. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.